Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in e4. The cause of the issue was not established as limited clinical information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the 14fr sheath at the femoral artery to support the 72-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Underlying medical history was not shared. The team retained the 14fr sheath, and did not peel it away, to use the introducer side port to transduce for blood pressure monitoring. The retention of the introducer goes against best practices. The risks of retaining the introducer was discussed, and it was not peeled away. The patient expired after hours of support when the decision was made to withdraw care. There was no allegation made of pump not performing as indicated or any malfunction or harm from the cp pump use. The death is reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e and the decision to withdraw care.